Event description:
The user facility reported that a foreign substance was observed in the patient's bile duct. Follow-up communication confirmed: (1) living donor liver transplantation had been performed; (2) a drain tube was inserted in the pancreatic duct and a bile duct was ligated after the transplantation; (3) subsequently, ptcd was performed because of persistent jaundice; (4) the doctor reportedly used a radifocus glidewire and other guide wires through a metallic entry needle; (5) x-ray and CT imaging confirmed that a foreign substance remained in the bile duct after the ptcd was completed.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00111 to provide additional information received from the user facility and the results of the evaluation of the returned portion of the polyurethane coating that had been sheared from the guide wire during use.

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. Additional information from the user facility included the following: (1) in early (B)(6) 2013, a bile duct connection procedure was performed on the patient; (2) during this procedure, the detached portion of the polyurethane coating that had been sheared from the guide wire during the initial liver transplant was successfully removed from the patient. The retrieved piece of the polyurethane coating was returned to the manufacturer for evaluation. Evaluation of the returned material confirmed: (1) this was a portion of polyurethane coating from a glidewire; (2) the length of the detached piece of polyurethane was approximately 32-mm; and (3) the edge of the sheared material was smooth (which is indicative of contact with a sharp surface during use). Visual inspection of a retained sample confirmed that there were no anomalies or defects. Testing of the unused retained sample confirmed that product performance specifications were met. There is no evidence that the reported issue was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the currently available information, the event description and return sample appearance are most consistent with manipulation of the glidewire against a hard, sharp surface during use causing a portion of the guide wire coating to be sheared off. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: (1) "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; (3) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (4) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, and separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Non-resorbable material left unretrieved in the body. The involved sample has been received by the manufacturing facility. However, the evaluation of the returned device is still in progress. A follow-up report will be submitted when the results of the evaluation become available. The current investigation was based on the evaluation of user facility information and an unused retained sample from the reported product code. Visual inspection of the retained sample confirmed that there were no anomalies or defects. Testing of the unused retention sample confirmed that product performance specifications were met. There is no evidence that the reported issue was related to a device defect or malfunction. Although the cause for the reported event cannot be determined based upon the currently available information, the event description is most consistent with manipulation of the glidewire against a hard, sharp surface during use causing a portion of the guide wire coating to be sheared off. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: (1) "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; (3) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (4) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, and separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).